Event description:
It was reported that when the external pulse generator (epg) was connected to a patient, there was no atrial output. The epg was replaced and was sent to the biomedical engineering department for further testing. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.